Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced displacement of the essure device (seen as device dislocation). This event is anticipated in the reference safety information for essure. Essure coils were removed approximately 3 years 3 months after insertion. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus, out of the body; or a device dislocation within the fallopian tube, or into abdominal cavity. In this present case, the exact time point of dislocation is unknown; however; given the nature of this event, it was considered as related to essure. This case was regarded as incident since intervention was required (device removal). Other nonserious events were reported. The product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5043444) on 10-aug-2015. The most recent information was received on 19-nov-2018. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / chronic pelvic pain") and anaemia ("unspecified anemia") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure inserted in patient with only one fallopian tube". The patient's concurrent conditions included partial salpingectomy. Concomitant products included ferrous sulfate and iron. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovulation pain ("pelvic pain around ovulation"), anaemia (seriousness criterion medically significant), the first episode of abdominal distension ("stomach bloating"), weight loss poor ("trouble losing weight"), back pain ("back pain"), migraine ("migraines"), vertigo ("vertigo"), asthenia ("lack of energy"), menorrhagia ("heavy periods with clotting"), abdominal pain ("cramping / abdominal pain"), pelvic discomfort ("discomfort"), the second episode of abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), rash ("excessive rashes"), fatigue ("chronic fatigue") and abnormal weight gain ("excessive weight gain") and was found to have vitamin d decreased ("low vitamin d issue"). The patient was treated with surgery (hysterectomy to remove the essure on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, ovulation pain, anaemia, weight loss poor, back pain, migraine, vertigo, asthenia, menorrhagia, abdominal pain, pelvic discomfort, the last episode of abdominal distension, alopecia, rash, fatigue, abnormal weight gain and vitamin d decreased outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, alopecia, anaemia, asthenia, back pain, fatigue, menorrhagia, migraine, ovulation pain, pelvic discomfort, pelvic pain, rash, vertigo, vitamin d decreased, weight loss poor, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure (ess205). The reporter commented: consumer reported that, since essure procedure, she has had side effects that she did not know what to attribute them to, until she began reading about other women and their side effects with the procedure. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: right fallopian tube was not completely blocked; on an unknown date: results: confirmed right side was blocked. After having two hysterosalpingography 3 and 6 months post procedure (no results provided), she had her medical procedure and states that it was not successful in preventing a pregnancy because she has only one fallopian tube. Shortly after undergoing the essure procedure, an hsg test was performed and was advised that her right fallopian tube was not completely blocked (it was not successful in preventing a pregnancy because she has only one fallopian tube), and later underwent a second hsg test, which then confirmed that her right side was blocked. Concerning the injuries reported in this case, the following one was described in patient¿s social media: vitamin d decreased. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 19-nov-2018: new event added: low vitamin d issue was added. New reporter was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("displacement / migration of the essure device") in a 35-year-old female patient who had essure (batch no. 915886) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, esophageal reflux and pap smear abnormal. Concurrent conditions included overweight, anesthesia, swelling nos, redness, itching and menstruation irregular. Family history included hypertension (maternal grandmother), hyperlipidemia (maternal grandmother), diabetes (maternal grandmother), depression (maternal grandmother) and carcinoma breast (maternal grandmother). Concomitant products included diazepam (valium), eugynon (seasonique) and ketorolac tromethamine (toradol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with ibuprofen (motrin) and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menstrual disorder and dyspareunia outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight: 221 lbs. She did not allege that essure caused birth defects. Mr- left 3 coils,right 4 coils. Pain decreased shortly after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (right tube occluded) x-ray - in (B)(6) 2012: displacement of the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("displacement / migration of the essure device") in a 35-year-old female patient who had essure (batch no. 915886) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, esophageal reflux and pap smear abnormal. Concurrent conditions included overweight, anesthesia, swelling nos, redness, itching and menstruation irregular. Family history included hypertension (maternal grandmother), hyperlipidemia (maternal grandmother), diabetes (maternal grandmother), depression (maternal grandmother) and carcinoma breast (maternal grandmother). Concomitant products included diazepam (valium), eugynon (seasonique) and ketorolac tromethamine (toradol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with ibuprofen (motrin) and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menstrual disorder and dyspareunia outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight: 221 lbs. She did not allege that essure caused birth defects. Mr: left 3 coils, right 4 coils. Pain decreased shortly after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (right tube occluded). X-ray - in (B)(6) 2012: displacement of the essure device. Most recent follow-up information incorporated above includes: on 14-may-2018: pfs received: event dyspareunia added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("displacement / migration of the essure device") in a 35-year-old female patient who had essure (batch no. 915886) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, esophageal reflux and pap smear abnormal. Concurrent conditions included overweight, anesthesia, swelling nos, redness, itching and menstruation irregular. Family history included hypertension (maternal grandmother), hyperlipidemia (maternal grandmother), diabetes (maternal grandmother), depression (maternal grandmother) and carcinoma breast (maternal grandmother). Concomitant products included diazepam (valium), eugynon (seasonique) and ketorolac tromethamine (toradol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with ibuprofen (motrin) and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menstrual disorder, dyspareunia, depression and anxiety outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight: 221 lbs. She did not allege that essure caused birth defects. Mr- left 3 coils,right 4 coils. Pain decreased shortly after removal diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (right tube occluded) x-ray - in (B)(6) 2012: displacement of the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: plaintiff fact sheet received: psychological or psychiatric problems condition: depression and mental anguish events was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('displacement / migration of the essure device :uterus') in a 35-year-old female patient who had essure (batch no. 915886) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she orally explained essure was hard to go in my left tube but she got it in.". The patient's medical history included gravida ii, parity 2, esophageal reflux, pap smear abnormal, migraine, irritable bowel syndrome, fibrocystic breast, chronic back pain, shoulder operation, hiatal hernia and anemia. Previously administered products included for an unreported indication: neosporin, motrin, seasonique and nuvaring. Concurrent conditions included overweight, anesthesia, swelling nos, redness, itching, menstruation irregular, skin swelling, skin red, adenomyosis and cervicitis. Family history included hypertension (maternal grandmother), hyperlipidemia (maternal grandmother), diabetes (maternal grandmother), depression (maternal grandmother) and carcinoma breast (maternal grandmother). Concomitant products included diazepam (valium), ethinylestradiol;levonorgestrel (seasonique), ketorolac tromethamine (toradol) and naproxen sodium (aleve). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"), 1 month 16 days after insertion of essure. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), procedural pain ("it was so painful she almost throw up.") And procedural vomiting ("it was so painful she almost throw up during placement"). The patient was treated with and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, menstrual disorder, dyspareunia, depression, anxiety, procedural pain and procedural vomiting outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, procedural pain, procedural vomiting and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She did not allege that essure caused birth defects. Mr- left 3 coils,right 4 coils. Pain decreased shortly after removal. Discrepancy in lab data date: (B)(6) 2007. As per mr, discrepancy noted in date of removal: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: unilateral occlusion (right tube occluded) impression: 1. Status post essure placement. 2. There is evidence of right-sided tubal occlusion at the level of the cornual tubal junction. However, the right micro insert¿s location does not correspond at all to ire expected site and course of the right fallopian tube. 3, there is evidence of left-sided tubal patency with a hydrosalpinx, however, the left micro insert is also displaced superior find laterally without definite anatomloa.1 relation to the expected site and course of the fallopian tube. 4. Bilateral category 3 distal placement of each microinserts of unknown etiology. Please correlate with postsurgical notes for further evaluation. Further evaluation of the location of these micro insert within the pelvis may best be carried out with CT of the pelvis with and without contrast, if initially indicated. Pregnancy test - on (B)(6) 2012: results: negative. X-ray - in (B)(6) 2012: results: displacement of the essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, vaginal haemorrhage, device expulsion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('displacement / migration of the essure device :uterus') in a 35-year-old female patient who had essure (batch no. 915886) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she orally explained essure was hard to go in my left tube but she got it in." The patient's medical history included gravida ii, parity 2, esophageal reflux, pap smear abnormal, migraine, irritable bowel syndrome, fibrocystic breast, chronic back pain, shoulder operation, hiatal hernia and anemia. Previously administered products included for an unreported indication: neosporin, motrin, seasonique and nuvaring. Concurrent conditions included overweight, anesthesia, swelling nos, redness, itching, menstruation irregular, skin swelling, skin red, adenomyosis and cervicitis. Family history included hypertension (maternal grandmother), hyperlipidemia (maternal grandmother), diabetes (maternal grandmother), depression (maternal grandmother) and carcinoma breast (maternal grandmother). Concomitant products included diazepam (valium), ethinylestradiol;levonorgestrel (seasonique), ketorolac tromethamine (toradol) and naproxen sodium (aleve). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"), 1 month 16 days after insertion of essure. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), procedural pain ("it was so painful she almost throw up.") And procedural vomiting ("it was so painful she almost throw up during placement"). The patient was treated with and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, menstrual disorder, dyspareunia, depression, anxiety, procedural pain and procedural vomiting outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, procedural pain, procedural vomiting and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She did not allege that essure caused birth defects. Mr- left 3 coils,right 4 coils. Pain decreased shortly after removal. Discrepancy in lab data date: (B)(6) 2007. As per mr, discrepancy noted in date of removal: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: unilateral occlusion (right tube occluded). Impression: 1. Status post essure placement. 2. There is evidence of right-sided tubal occlusion at the level of the cornual tubal junction. However, the right micro insert¿s location does not correspond at all to ire expected site and course of the right fallopian tube. 3, there is evidence of left-sided tubal patency with a hydrosalpinx, however, the left micro insert is also displaced superior find laterally without definite anatomloa.1 relation to the expected site and course of the fallopian tube. 4. Bilateral category 3 distal placement of each microinserts of unknown etiology. Please correlate with postsurgical notes for further evaluation. Further evaluation of the location of these micro insert within the pelvis may best be carried out with CT of the pelvis with and without contrast, if initially indicated. Pregnancy test - on (B)(6) 2012: results: negative. X-ray - in (B)(6) 2012: results: displacement of the essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, vaginal haemorrhage, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: mr received. Reporter information, patient's race information, medical history, lab data, auto narrative supplement and rcc were added. Real fu was received and there was no significant change in the medical context of case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("displacement / migration of the essure device") in a 35-year-old female patient who had essure (batch no. 915886) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, esophageal reflux and pap smear abnormal. Concurrent conditions included overweight, anesthesia, swelling nos, redness, itching and menstruation irregular. Family history included hypertension (maternal grandmother), hyperlipidemia (maternal grandmother), diabetes (maternal grandmother), depression (maternal grandmother) and carcinoma breast (maternal grandmother). Concomitant products included diazepam (valium), eugynon (seasonique) and ketorolac tromethamine (toradol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with ibuprofen (motrin) and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and menstrual disorder outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered device dislocation, dysmenorrhoea, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight: 221 lbs. She did not allege that essure caused birth defects. Mr- left 3 coils,right 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (right tube occluded) x-ray - in may 2012: displacement of the essure device most recent follow-up information incorporated above includes: on 26-feb-2018: pfs and medical record received. Events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping) added. Reporter, lot number, historical condition added from pfs. Historical and concomittant condition, family history added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("displacement of the essure device") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient started essure. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain") and menstrual disorder ("menstruation issues"). The patient was treated with essure removal in (B)(6) 2015. Essure was withdrawn. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, pelvic pain and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2012: x-ray result was displacement of the essure device. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced displacement of the essure device (seen as device dislocation). This event is anticipated in the reference safety information for essure. Essure coils were removed approximately 3 years 3 months after insertion. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus, out of the body; or a device dislocation within the fallopian tube, or into abdominal cavity. In this present case, the exact time point of dislocation is unknown; however; given the nature of this event, it was considered as related to essure. This case was regarded as incident since intervention was required (device removal). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.